Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Additionally, it was reported that the pump battery could not be charged. The customer's blood glucose was 315 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.